Event description:
An altitude alarm occurred with the customer's pump, causing their blood glucose level to register as "high," although the specific value was not provided. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support provided tips to prevent future altitude alarms and planned to follow up with the customer about loading a new cartridge once their humalog prescription is available. Additionally, the customer successfully replaced the cartridge due to a cart alarm 1 issue.